Manufacturer narrative:
Plaintiff's preliminary disclosure (ppd) form and implant log received which identified the date of implant and patients date of birth. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the bilateral patient was revised two times on the right side and once on the left side due to failure of the asr implants. (B)(6) 2012 - plaintiff fact sheet was received. The product/lot was updated. Dor: (B)(6) 2008 (right side) dor: (B)(6) 2009 (left side) unknown on which date the device reported on this MDR was removed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.